Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: neoplasm malignant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone breast prosthesis implantation with a 375cc mentor smooth round moderate profile saline breast prothesis on the right breast, suffered right breast ductal carcinoma in situ invasive cancer, post-procedure. The cancer was diagnosed during an in-office visit. As a result, the patient underwent bilateral breast implant removal and replacement on (B)(6) 2020. The replacements were: (right) 750cc artoura breast tissue expander catalog: smxp150rh lot: 7710522 sn: (B)(4) and (left) 750cc artoura breast tissue expander catalog: smxp150rh lot: 7662740 sn: (B)(4).

Manufacturer narrative:
On january 21, 2022, the mentor failure analysis lab received two devices with the same lot for evaluation. Since, it was not specified which device belonged to the right breast, both devices were analyzed. On february 7, 2022, the product investigation was completed for device 1. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. On february 8, 2022, the product investigation was completed for device 2. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 375cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.